Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer states that a hole presented on the hub of the catheter about less than 9 months after the patient received catheterization, resulting in blood leak. The catheter was pulled and replaced. No patient injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.